Manufacturer narrative:
A ge service representative performed an over the phone evaluation. The customer was instructed to check the accuracy against the headset. The customer found that the headset was incorrectly placed during CT. The headset was repositioned and then found to be accurate. The system performed as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on 04/26/2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that the accuracy was off by one inch. This was during a procedure. No pt injury was reported.